Event description:
The patient was undergoing a coil embolization procedure to treat varices off the superior mesenteric vein (smv) using a lantern delivery microcatheter (lantern), a ruby coil, a non-penumbra catheter, and a guidewire. During the procedure, the physician advanced the lantern over the guidewire into the non-penumbra catheter to the target vessel. While adjusting the lantern and the non-penumbra catheter before placing the ruby coil into the lantern, the physician broke the proximal end of the lantern. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter and non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.